Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the patient's surgeon, the patient experienced skin healing complications at the abutment site. It was reported that the patient underwent multiple skin graft procedures (dates not reported); however the issue could not be resolved. Subsequently, the patient's abutment was removed, and the patient was implanted with a subcutaneous device in another location. The original fixture remains insitu.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 01, 2017 was filed inadvertently. No serious injury has occurred. (B)(4).